Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a product problem. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-63118, related to manufacturer report #: 2183959-2014-63794, related to manufacturer report #: 2183959-2014-63767, and related to manufacturer report #: 2183959-2014-63766.